Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (pt: vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a (B)(6) year-old female patient. She was injected with 1 syringe (as reported) of radiesse®, into the right nasolabial fold and submalar region (off label use of device), on (B)(6) 2021. On (B)(6) 2021, after the treatment with radiesse®, the patient was seen for a follow-up and presented with symptoms of a vascular compromise. On (B)(6) 2021, a vascular occlusion was confirmed. The outcome of the event was unknown.